Event description:
Felt uncomfortable- vagina [vulvovaginal discomfort] . Malfunction hazard/cord; detached, unraveled, coming apart...shed fluff, net at the top cracked [device breakage]. Case narrative: consumer reported via phone that the tampon shed fluff during removal. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Felt uncomfortable: vagina [vulvovaginal discomfort]. Malfunction hazard/cord; detached, unraveled, coming apart. Shed fluff, net at the top cracked [device breakage]. Consumer reported via phone that the tampon shed fluff during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.